Manufacturer narrative:
Analysis found that there was no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. This device was used with a non-medtronic ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was having a lack/loss of stimulation benefits. Their lead had a short circuit when tested intra-operatively, and their extension was replaced. The issue was not resolved at the time of the report. No further complications were reported as a result of this event. Refer to manufacturer report #6000153-2018-00003 for details pertaining to the related reportable event.